Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient's spinal cord stimulator (scs) stopped charging a couple of years ago. The patient went to charge and the scs would not charge any longer. The patient believed the scs had reached end of service. The patient wanted to talk about getting a replacement scs. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.